Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a hysteroscopy procedure, a few minutes after the procedure started, an electrical arc occurred, resulting in the loop breaking and damage to the intra-cavitary optics (optics rendered unusable, currently with the biomedical department of reference facility 26120aa, series 1200c0). The recommended settings for the resectoscope were strictly followed (effect 2 for a ch 15 caliber). Due to the electrical arc the case is reportable as a precautionary measure.